Manufacturer narrative:
The device was returned for investigation and was received. The device was decontaminated then visually inspected. It was confirmed no non-conformities were identified or reported during the inspection of the device. Based on the information submitted, a post-deployment angiogram revealed the positioning of the manta radiopaque lock distant from the puncture site and no flow was present past the lock. Unsuccessful contralateral balloon inflations were attempted, a self-expanding stent was placed, and flow successfully returned. The patient weighed 90kg, bmi of 29 with 7.1mm size arteries, and manta measured depth of 7 + 1. The depth measurement was considered rather large in comparison to the weight and structure of the patient. The root cause of the occlusion is likely from when the initial femoral puncture was performed at a very shallow angle, causing the tip of the dilator to travel through the adventitia of the blood vessel, skewing the depth measurement, and displacing the correct placement for the manta closure device. The IFU was reviewed and confirmed to list the following potential adverse events related to the deployment of vascular closure devices have been identified: failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair. Accidental positioning of some or all the collagen plug within the femoral artery, leading to ischemia or stenosis. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedural requirements list: arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the tavi procedure was carried out by team from site. The femoral artery puncture was made by an attending professor, the manta depth measurement was then performed by a consultant, which was her 3rd supervised case with manta. The depth was recorded as 7cm + 1 . The tavi procedure was carried out with no complications. The manta closure procedure was performed as per the IFU at a closure depth of 8cm. Hemostasis was observed after 1 minute. The post procedure angiogram was performed and showed no flow past the radiopaque lock, and it was also observed to be some distance away from the puncture site. It was commented that the initial femoral puncture was at quite a shallow angle and they felt that this may have contributed to the large depth measurement of 7 + 1 which seemed unusual for the weight and morphology of the patient. After the interventions - ballooning and stent, the femoral artery flow was resumed, and the patient was checked by the vascular team and no issues were observed. 6mm balloon applied, then a self expanding stent 7 x 40mm applied contra-laterally to the right femoral artery.